Event description:
Medtronic received a report that the patient developed diplopia 2 weeks after a pipeline implant. This was a new or worsening of an existing neurological deficit that lasted more than 24 hours. An MRI was done on (B)(6) 2022 which showed no new findings. No additional treatment was given, and the event was not recovered/not resolved. The site assessed the event as not related to the device and possibly related to the disease under study and the procedure. The patient was undergoing treatment for a fusiform, sidewall aneurysm located in the c4 segment of the right internal carotid artery. The max diameter was 10.1mm, the dome height was 9.7mm, the dome width was 10.1mm, and the neck size was 8.3mm. The parent artery was 4.8mm distal to the aneurysm and 4.3mm proximal. Complete neck coverage was achieved in the procedure. Additional information received reported mdt assessment: possible to procedure and not related to ancillary device/ embolization device vantage/ dapt. Additional information received reported no hospitalization. The patient was treated in another manor neuro-ophthalmology appointment. The patient recovered/resolved on (B)(6) 2024. The patient reported a worsening in known right eye diplopia. Significant stasis was reported at the end of the procedure. Post implant aneurysm occlusion (raymond and roy) at the end of the procedure was class 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the event was assessed as possibly related to vantage device. The diplopia ia the only symptom reported and is constant and not connected to any activity. Cause not determined. There were two separate events of diplopai. The first started on (B)(6) 2022 and resolved with sequelae on (B)(6) 2022. The other started in 2024 and resolved with sequelae on (B)(6) 2024. Pipeline vantage successfully implanted on (B)(6) 2022 and subject was discharged on (B)(6) 2022.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.